Event description:
The initial reporter stated they received discrepant results for one patient sample tested with nh3l ammonia on a cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in an ammonia value of 395 umol/l and repeated as 25.7 umol/l. The ammonia reagent lot number was 565386. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration data did not show any flags and was within specifications. Quality controls from the day of the event were within specifications. As calibration and controls were within specifications, a product issue can be excluded. The customer has had ongoing issues with abnormal sample probe aspiration and abnormal cell blank alarms. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with inadequate pre-analytic sample handling.